Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
The device was not returned to olympus for evaluation, therefore service was unable to confirm the customer's complaint. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that, during a procedure, the pairing of the wireless footswitch with the subject device failed. Five attempts to pair the footswitch were made. The user switched to a wired footswitch. There was no harm or user injury reported due to the event. This is complaint 2/2 for this event. The complaint for the laser console for this complaint is (B)(6).